Manufacturer narrative:
We received one flothru dpt with stopcocks at both ends of the dpt for examination. The reported event of pressure measurement issue was confirmed. The dpt zeroed but did not sense pressure accurately on a pressure monitor. The dpt sensed (61mmhg) when 50mmhg pressure was applied, and (122mmhg) when 100mmhg pressure was applied. The pressure monitor showed ¿out of range >320mmhg¿ error message when 300mmhg pressure was applied to the dpt. Electrical testing showed that input impedance met specification, but the output impedance was out of specification. Continuity testing indicated that the #3 leadwire was not embedded within the solder joint on the inner pad, and created the condition of output impedance. Lot number was not provided, therefore review of the manufacturing records could not be completed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patient¿s clinical manifestations. In this instance, the product evaluation confirmed that the product was not functioning as expected. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The 510k number not available as this is a custom defined (B)(4) model.

Event description:
It was reported that during a cath lab procedure, 2 dpts were used to measure for any differences between the left ventricular and the ascending aortic pressures on a dialysis patient with arteriosclerosis. To do so, an initial sheath was inserted in the right femoral artery and a 5fr pigtail catheter was threaded through to measure the pressures. The measurements were expected to only have a difference in value between -10mmhg to +10mmhg but the clinician measured a difference of 20 to 30mmhg. It is unknown if any error messages/alarms ever occurred. Suspecting the value discrepancies may be due to the patient¿s arteriosclerosis, the clinician decided to conduct further testing, which resulted in an additional three procedures: first, the clinician utilized the same right femoral artery pigtail catheter to obtain the ascending aortic pressure, while a new sheath was inserted into the right brachial artery to obtain the left ventricular pressure. Next, the clinician again used the same right femoral artery pigtail catheter to obtain an ascending aortic pressure, while another new sheath was then inserted in the left femoral artery to obtain the left ventricular pressure. Lastly, the clinician used the existing left and right femoral artery sites; however, changed out the left pigtail catheter and both catheters were then used to obtain an ascending aortic pressure. The values were not found to match in any of the three of the additional attempts; therefore, the clinician suspected that there was a problem with the dpt connected to the right femoral artery pigtail catheter. The dpt was replaced and the problem was solved. There were no patient complications reported. Patient demographic information was requested but unavailable.

Manufacturer narrative:
An engineering investigation was completed. Based on the results of the investigation it could be concluded that the non-conformance is related to an incorrect soldering method during the manufacturing process of the affected unit or a defect from the supplier's manufacturing process. It wasn't possible to verify if personnel had the required training to perform the task as the device history record is not available for verification (no lot number was provided). It is also possible that the non-conformance could be attributed to human error since there is no objective evidence that personnel was not performing the task with the establish methodology as this a manual operation. Both the manufacturing personnel and supplier were notified to reduce the chance of any further occurrence.